Manufacturer narrative:
(B)(4).

Event description:
The patient reported that when she is walking, stimulation was automatically increasing, on its own. When walking on an incline, stimulation was turning itself up high, was felt under her rib cage, and she could not catch her breath. The patient noted that she has had no falls or traumas aside from a fall last june but there were no issues with the implantable neurostimulator (ins). The patient has had no recent falls. Indication for use included failed back surgery syndrome, lumbar radiculopathy, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.